Event description:
It was reported that the customer was experiencing difficult with loading her insulin pump. The customer stated that she was doing everything she normally did but was still receiving a no delivery alarm. The customer stated that she has gone through two infusion sets. The customer's blood glucose was 408 mg/dl. Troubleshooting was done. The customer stated that he would treat herself with a manual injection. After troubleshooting, the customer stated that the pump was working as designed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.